Manufacturer narrative:
.(B)(4). Pump passed the displacement. Pump received with complete broken reservoir tube lip and missing reservoir tube o-ring. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.

Event description:
The customer called and reported that their insulin pump had broken ring around pump and reservoir does not hold. The customer's blood glucose level was unknown at the time of the incident. The reservoir was able to lock in place when inserted into the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to the back-up plan. Troubleshooting was declined by the customer. The insulin pump will be returned for analysis.